Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the act button was unresponsive. The blood glucose reading was 110 mg/dl. The customer did not recall any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.